Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to request set up assistance with the homechoice (hc) machine during use. The home patient (hp) was inquiring if he was connecting to the cycler properly. The hp stated that the hc had not been priming the patient line properly. The hp stated that in the past he has connected to the hc when the hc had not primed the patient line and air went into him. The technical service representative (tsr) went over the set up of the cycler's supplies and verified all the supplies were connected properly. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not know the cause of his prime issues. The hp explained that he did connect his patient line extension before priming and that his solution bags were at the same level as the cycler. The hp explained that he did not want to swap his cycler because it was working better. The hp advised that he has been able to prime the lines successfully. There was no patient injury or medical intervention reported.